Event description:
Patient had completed chemotherapy (trastuzumab) and had been disconnected from tubing. The nurse was pulling tubing out of the pump when the hard plastic part of the tubing broke where the round tubing holder fits into the top of the pump. The tubing snapped and sprayed a few drops of chemotherapy onto face of nurse. The nurse felt wetness on nose and had a few droplets on glasses. The tubing will be returned to the manufacturer.